Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they found leak underneath the site. The customer's blood glucose was 243 mg/dl at the time of incident. The customer stated that they already changed out the site. The customer also reported that they had high blood glucose of 459 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The insulin pump will not be returned for analysis.